Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference 3006705815-2018-00446. It was reported the patient has not had effective pain relief from the scs system since implant. Reprogramming was unable to resolve the issue. It was confirmed the patient's leads have migrated. As such, the patent may undergo surgical intervention to address the issue.

Manufacturer narrative:
No surgical intervention is planned for this patient at this time to address the ineffective stimulation.

Event description:
Device 1 of 2. Reference 3006705815-2018-00446. Additional information revealed no surgical intervention is planned for this patient at this time to address the ineffective stimulation.